Event description:
New information noted that the device was explanted due to upgrade.

Event description:
New information noted that the pacemaker was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited noise and caused a false elective replacement indicator to be triggered. Programming changes were performed. The patient was in stable condition.